Manufacturer narrative:
Unit received with intermittent button response due to light moisture damage to keypad traces. No button error alarms noted. Unit received missing end cap sticker. Unit received with minor scratches on lcd window. Unit received with cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4)site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt and the insulin pump keypad buttons are not responsive. Customer's blood glucose was 217 mg/dl at the time of incident. Customer was advised that the pump would be replaced. No further information was given.